Manufacturer narrative:
Results of investigation: the device was not returned for evaluation. However, the photographs were reviewed and revealed that the device is fractured. The clinical/medical investigation concluded that, the two provided photos were reviewed. One of the two photos appears to confirm the reported broken insert in two pieces, and both contained within a clear plastic bag. The second (sub-optimal photo) of two photos appears to show a white colored device with some surface irregularities but cannot confirm the root cause due to image quality and device not returned. However, the photos do not provide insight into the reported cause of the device breakage. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. It is unknown how long the implanted components were in place. The patient impact beyond the reported ¿broken peg¿ and subsequent revision cannot be determined. The patient¿s current health status is unknown. Therefore, no further clinical/medical assessment can be rendered. Should any additional clinical information be provided, this complaint will be re-evaluated. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file, prior actions and product prints review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery was performed on an unknown date, the peg of the device broke and was revised. Patient's current health status is unknown.